Event description:
Patient was injured in a mva on (B)(4) 2012. Surgeon had placed a 9 mm ti lateral entry femoral recon nail-ex and was attempting to insert the antegrade locking screw into the proximal portion of the nail. The screw passed beyond the lateral cortex through the bone and up against the nail, causing the screw head to lever against the slope of the nail in such a way that the screw head popped off. The screw head was removed, screw shaft remains implanted. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.